Manufacturer narrative:
Product event summary: the device was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported low flow event could not be confirmed via log file analysis since log files covering the reported event date were not available for analysis. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report did not reveal evidence of thrombus within the pump. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, low flows can be attributed to multiple factors including but not limited to thrombus at inflow cannula, revolutions per minute (rpm) too high or too low, poor vad filing, and/or outflow graft kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that during an implant procedure there were no abnormalities during the initial standard ventricular assist device (vad) test. The surgeon then fitted the pump and when attempting to start the pump the process delayed and showed signs of low flow. The pump was then removed and put back into the test bowl. During the new pump test, they observed a "substance that was similar to a membrane" coming out of the outflow graft. After the pump was re-implanted the pump started with stutter three times and low flow. The pump was then completely removed and a different pump was fitted with no complications. No patient complications have been reported as a result of this event.